Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed a broken nail. The device inspection revealed the following: the evaluation revealed that the nail broke in a fatigue fracture. The breakage surfaces of the posterior web of the nail have a smooth topography over the whole cross section, whereas the breakage surfaces of the anterior web show a rougher appearance, which reveals the breakage not running as consistently as through the posterior web (initially). The residual fractures of both webs are shown at medial. Bearing points are typical results of the interaction of the single products under load. Significant bearing points at the inferior edge of the proximal drill hole at medial were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. According to medical records available a non-union was present, which was confirmed by our hcp as well. Referring to further details provided a revision was performed, which is a hint to insufficient bone healing after such a long implantation period [initially implanted 2018]. Furthermore, as pointed out in the IFU ¿the risk of post-operative complication [e.g. Failure of an implant] is higher if patients are obese¿¿ and based on data provided an increased bmi was also be verified. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device but was rather patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to available information a deficiency of the nail was not be verified.

Event description:
It was reported that an osteosynthesis nail failed/fractured.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
It was reported that an osteosynthesis nail failed/fractured.